Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after the implant of a leadless implantable pulse generator (ipg), an increase in pacing thresholds occurred. There was no change in the device position upon review of the chest x-ray. The issue will be monitored closely and the ipg remains in use. No patient complications have been reported as a result of this event.